Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon would not deflate. They were unsuccessful in attempts to deflate the balloon with the inflation device or a syringe. The balloon was ruptured and removed with no pt injuries or complications. Pt status is listed as "okay".